Event description:
A firestar percutaneous transluminal coronary angioplasty (ptca) balloon ruptured below nominal pressure during inflation. A male pt of unk age and medical history underwent a ptca of aha 2. The lesion was described as de novo, slightly calcified, moderately tortuous and 75% stenotic. The complaint product was delivered to the lesion and during inflation it ruptured at 8 atmospheres. No abnormalities were observed during prep, which was performed according to IFU (instructions for use). There was no reported problem encountered advancing, tracking or removing the device from the pt. Constant fluoroscopy was conducted during initial inflation and the balloon burst was observed under fluoroscopy. An inflation device was used, MFR not indicated. Info about the type of contrast and saline ratio used was not reported. Ivus and a stent were used to treat the lesion and the procedure was finished successfully. There was no reported pt injury.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Final assembly DHR review: review of lot 13467632 revealed no anomalies during the mfg and inspection processes that can be associated with the reported complaint. Thirty four units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot 13467632. Process monitoring: no excursions were found for lot 13467632. The receiving inspection records for the used balloon sakura (lot: 0204080351) was reviewed, and this lot was deemed acceptable. With the limited info available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited info available. However, there are possible vessel characteristics, specifically the calcification and tortuousity that may have contributed to the event.